Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on march 5, 2018, it was confirmed that the all four side flaps of the duodenum side were broken. There was no abnormality in the side flaps of the bile duct side. The broken sections of the side flaps showed no signs of being pulled. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc considers that the patient's internal environment such as chemical effect of digestive fluid or mechanical effect of peristaltic action may cause the degradation and breakage of the flaps. The instruction manual of the device has already warned as follows; (1) after placing the drainage tube in the duct, closely monitor the condition of the patient. Also periodically check the condition of the drainage tube (to see if the lumen of the tube is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the tube (to see if the position of the tube has not changed). In case of irregularities or unnecessary retention of the drainage tube, remove the drainage tube using grasping forceps. If necessary, periodically exchange the drainage tube. The drainage tube may deteriorate over time and could become clogged. The status of the drainage tube can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis, etc.). The drainage tube may deteriorate over time, causing the side flap(s) to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the drainage tube may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the drainage tube part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. (2) in the medical literature, occurrences of drainage tube dislocation have been reported in 3.3 - 13.3% of patients. Immediately remove the drainage tube if dislocation is detected. (3) when the drainage tube in the duodenal side is damaged and fragments such as flaps come off inside the duodenum, use grasping forceps for retrieval. Also, for fragments remaining in the bile duct side, use grasping forceps for retrieval and then replace the drainage tube with a new one.

Event description:
The subject device was used in an endoscopic biliary drainage procedure on an uncertain day in (B)(6) 2017. Migration of the subject device was found during ercp on (B)(6) 2018, and the migrated device was retrieved endoscopically. All four side flaps of the duodenum side of the device were broken. It will be confirmed by CT whether the broken flaps remains in the body. There was no patient injury reported.